Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc leaked. It was reported by customer that they are expiring blood leakage. Verbatim: (B)(6) 2025: xxxx ed rn reports "successful with sticks, only there are one or two drops of blood leaking out". Xxxx ed rn - successful at sticking, had "gross blood leakage with both 18g 1.25" non-winged cathena and 20g 1" non-winged cathena. (B)(6) 2025: prcu unit xxxx pct "having lots of blood out of the hub". Ocs reported good technique on wet arm demo. Short stay/same day surgery - xxxx pct reports "gross blood leakage". She was part of the trial pre implementation and did not have this issue before the catheters arrived at aamc. Xxxx ed rn - lots of blood leaking, did not specify which gauge. Xxxx ed rn - seeing 1-2 drops of blood with insertion. Peds ed -xxxx rn reports blood leakage from 22g (lot #386861).

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Current control there is a functional test on blood escape time (bet) to detect septum leakage and in-process inspection to check on the septum slit quality.